Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump received no delivery alarm. The customer¿s blood glucose level was unknown. Customer stated that troubleshooting was not done. Customer stated that they already tried 2 reservoirs, but it had been giving her no delivery message, while she was talking to me, she tried the 3rd reservoir, and it worked. The insulin pump will be returned for analysis.